Event description:
It was reported that there is a staple sticking the 5th toe.

Manufacturer narrative:
It was reported that there is a staple sticking the 5th toe. The shoe was returned to enovis for evaluation. The product was inspected, defect confirmed due to staple found sticking out near toe box of right shoe. Several attempts have been made to obtain additional information to verify if there was an injury that occurred due to the reported issue without a response. Root cause may be attributed to a manufacturing defect. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.